Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: according to the information received, it was reported fixation feature breakage pre-op. The product was returned to ethicon for evaluation. One needle-suture outside its packaging that pertain to product code sxpp1a404 was received for analysis. During the visual assessment of the sample, it was noted that the swage and attachment area were as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, body fluids and damage at some barbs were noted and both sides of the fixation tabs were found to be broken. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The suture was checked before use, there was no fixation tab. Another one of the same lot was normal, so it was used without any problems. It was not a control release needle. There were no adverse consequences to the patient. One needle-suture outside its packaging that pertain to product code sxpp1a404 was received for analysis and assembly problem was identified with the cause traced to user.